Manufacturer narrative:
(B)(4)

Event description:
It was reported that a patient underwent a balloon kyphoplasty procedure (bkp) at t12. During the procedure, the ibt (inflatable bone tamp) could not be inserted all the way down the cannula on the first attempt. The balloon was not inflated prior to use and, according to the report, the ibt was prepped according to the IFU. It was reported that the physician exerted more force than normal and was still unable to advance the ibt into the vertebral body. There were no patient complications reported. The event caused the procedure to be delayed approximately 2 minutes. No further information was reported.

Manufacturer narrative:
Additional information: product analysis : associated stylus cannula not returned for analysis. Ibt functionally evaluated with sample stylus; complaint returned ibt was able to be fully inserted through the sample stylus. Unable to determine root cause from the available information.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.